Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking miniloc is inconclusive due to poor sample condition. Three photo samples of a miniloc safety infusion set were returned for investigation. The first photo shows the infusion set next to the packaging. The blue luer cap is attached to the proximal hub. No cap is present on the y site hub. The clamps are not engaged. The packaging information shows 20 ga x 0.75 in with lot: asdns0143. No damage can be clearly observed on the extension tubing and luer hubs. The safety mechanism appears to be fully activated. The second photo shows the y site hub with a b braun luer access device package below it. No damage can be clearly observed on the infusion set. The third photo shows the infusion set with the b braun packaging turned over showing the luer access device within the packaging. The alleged issues could not be clearly observed through the photo samples provided; therefore, the complaint is inconclusive due to poor sample condition. A lot history review (lhr) of asdns0143 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal access port cracked and leaked fluoricil on the patient. No harm to patient.